Event description:
It was reported that the patient has pain at the ipg site after experiencing weight loss. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
B3: event date is estimated.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2025 in which the ipg was explanted and replaced.

Manufacturer narrative:
Patient weight is estimated. A patient experiencing pain at the ipg site was reported to abbott. The patient¿s ipg was explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.